Event description:
It was reported that before use, the bd ultrasafe passive¿ x-series needle guard syringe - x100l piston was found broken, and plastic residue was found stuck in the stopper. The following information was provided by the initial reporter: "according to the complaint description, piston of one syringe was broken. (In original pack). After examination of the complaint sample, a large transparent foreign body was observed stuck inside the stopper, preventing the connection of the plunger rod. The foreign body was identified (by infra red identification test) as plastic residue of the safety device."

Manufacturer narrative:
H.6. Investigation: photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps did not perform a batch history record¿s review (bhr) based on the facts that batch record does not extend to syringe production and quality result overview in case of syringe production is not scope bd tatabánya production process. Foreign matter was observed but could not be determined what the material was. No missing or damaged features appear in the picture. Based on the investigation conclusion, bdm-ps was not able to confirm the detection and characterize the condition reported by the customer. H3 other text : see h.10

Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k011369, PMA / 510(k)#: k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, the bd ultrasafe passive¿ x-series needle guard syringe - x100l piston was found broken, and plastic residue was found stuck in the stopper. The following information was provided by the initial reporter: "according to the complaint description, piston of one syringe was broken. (In original pack). After examination of the complaint sample, a large transparent foreign body was observed stuck inside the stopper, preventing the connection of the plunger rod. The foreign body was identified (by infra red identification test) as plastic residue of the safety device".